Manufacturer narrative:
(B)(4). Complaint investigation included evaluation of the returned sample. Visual inspection confirmed the presence of biological material, indicating use. Examination of the dilator revealed that the distal tip was split and folded, with microscopic analysis identifying associated stress markings and deformation. Dimensional inspection demonstrated that the dilator met applicable specifications for length and outer and inner diameters. Functional testing showed that a guidewire could be advanced through the device without resistance despite the observed damage. A review of the device history record did not identify any manufacturing or quality-related issues associated with the reported lot. Based on the available information, the reported issue was confirmed; however, the root cause could not be determined. Further investigation within the teleflex quality system has been initiated to investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the dilator is too soft." Ther returned sample showed tha tthe tip was split and folded. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the dilator is too soft." Ther returned sample showed tha the tip was split and folded. There was no reported patient harm or consequence.